Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the surface electrogram was showing asystole of greater than two seconds with no right ventricular (rv) capture. The patient experienced some seizures. The field representative noted there were no stored events, thus the cause of the loss of capture was undetermined. Additional information was received that the patient underwent a revision procedure where the rv lead was surgically abandoned and replaced with another manufacturer's lead. The pacemaker remains in service and no additional adverse patient effects were reported.